Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to perivalvular leak. Based on the follow-up with the health-care provider, the explant at implant was not related to any device malfunction. Per the operative report, an intra-operative post-procedure tee showed a normally functioning bioprosthesis; however, there was a small perivalvular leak noted adjacent to the aortic valve. The edwards bioprosthesis valve was explanted at implant and a non-edwards bioprosthesis valve was implanted. It should be noted that the tissue was friable given the patient's malnourished state and recent myocardial infarction. The surgeon performed a te and stated that although clearly not there earlier, the patient had a small leak that was in a slightly different location than what was seen before. This was felt to be more posterolateral; previously, it was felt to be adjacent to the aortic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information. There is no information suggesting a device malfunction or quality deficiency related to the subject valve. This event was possibly due to patient related factors, as the operative report indicates the patient's tissue as being friable. No further actions are possible with the available information.